Manufacturer narrative:
The meter was returned for investigation. The device could not be turned on. The device data and fault memory could not be accessed. The investigation found that the battery compartment and the circuit board were contaminated by a leaked battery which has penetrated and corroded the solder contacts. This affected the battery contacts on the circuit board and the contacts of the controller. The issue was traced to a handling error. Medwatch fields d9 and h3 have been updated.

Event description:
We received an allegation of a power issue with the coaguchek xs meter. The reporter stated the meter wouldn't turn on and when it did, only numbers were seen in the corner of the screen and the word "error." The patient was using new batteries on the meter. A display check was performed and the reporter stated that she did not see anything on the screen. She further stated that she could see a date in the upper right-hand corner when she released the button and when the meter was tilted. The reporter was advised to remove the batteries and clean the contacts. A display check was once again performed and the reporter stated that she could only see "888" when the meter was tilted. The meter automatically resets and the word "error" was once again seen. A review of the meter's memory was performed and the reporter was able to see a previous result when she tilted the meter. The reporter stated that the characters in the display were only visible when the meter was tilted.

Manufacturer narrative:
The meter was requested for investigation. Occupation is patient/consumer.